Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 274646 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 274561 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 18855003 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 18855003 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort at the implantable pulse generator. The patient underwent a spinal cord stimulation replacement procedure. Patient is doing well. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1132. Serial number: (B)(6). Batch/lot number: 18712732. Model/catalog description: precision spectra ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort at the implantable pulse generator. The patient underwent a spinal cord stimulation replacement procedure. Patient is doing well. The explanted devices were not returned.